Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of high lead impedance was not confirmed. X-ray examination found the inner coil inside the connector region over torqued consistent with the procedure. The reported event of stylet insertion difficulty was confirmed. The reported event was isolated to the over torqued inner coil. Visual and x-ray examination did not find any other anomalies, with the exception of damage consistent with the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. While repositioning the rv lead, the guidewire was unable to advance through the lead. The lead was replaced to resolve the event and the patient was in stable condition.